Event description:
Stent incorrect length. The report received indicated that during a carotid artery stenting, the physician could not place the precise otw nitinol stent at the target lesion properly as the stent length was short for the lesion and could not cover the entire lesion. It was indicated that the physician misjudged the lesion on imaging. As a result, another stent was added to cover the lesion and the procedure was completed without adverse consequences to the pt. There were no problems encountered advancing or while deploying the stent. The only problem encountered was that the stent couldn't cover the target lesion with one stent. The target lesion was the carotid artery and did not present calcification or vessel tortuosity; the rate of stenosis unk. Prior to use, the product packaging was sealed as intended and there was nothing unusual noted on the stent delivery system. The device was inspected and prepped as per the instructions for use.

Manufacturer narrative:
As the stent is implanted, the product is not available for eval. Additional info will be submitted within 30 days of receipt.